Event description:
It was reported that a balloon pinhole occurred. The 96% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.25mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, the balloon was leaking, and a balloon pinhole was noted on one side of the balloon. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.e1: initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and tactile examination revealed that there were no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the mid-shaft section found no issues. A detailed microscopic examination of the balloon material identified a pinhole leak 4mm proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12atm as per, wolverine, IFU, however, pressure was unable to be maintained as a pinhole leak was located in the balloon.

Event description:
It was reported that a balloon pinhole occurred. The 96% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.25mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, the balloon was leaking, and a balloon pinhole was noted on one side of the balloon. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure.